Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for eval.

Event description:
Customer reported that rn noted lipids leaking through the y-connector. No consequences except y required changing. Customer stated that no further pt or event info is available.